Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. Also, it was reported that the customer received a minimum fill message. The customer added insulin and reloaded the same cartridge. The customer&#38112;blood glucose level was 186 mg/dl.